Event description:
A customer reported experiencing difficulty with refilling insulin, describing it as a load issue. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and a callback, and no action was taken to resolve the issue.